Event description:
Customer reports back to back testing on the compact plus system with results of: 220mg/dl to 588mg/dl, 326mg/dl to 114mg/dl. No quality controls were run. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.